Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis and high blood glucose levels. The blood glucose reading was 770 mg/dl. The customer stated that he was admitted for 6 days and was discharged after his blood glucose levels were stabilized. He was taken off insulin pump therapy about a day or two of admission and was put on manual injections thereafter. Unable to complete troubleshoot due to lack of a tubing clamp. Advised the customer change the entire infusion set, reservoir and insulin. The customer called over 2 months later, and it was found that the insulin pump passed the high pressure test. Advised that the insulin pump was working as designed. He called again the following day, reporting a high blood glucose reading of 434 mg/dl, which was treated with manual injection. Advised him to discuss with his doctor, as troubleshoot was completed previously. Nothing further reported.